Event description:
Unomedical reference number (B)(4). Event occurred in the poland. On 22-apr-2024, it was reported that patient faced three infusion set tape was not sticking event. Infusion was sets coming out of the package. The infusion set was in use for 1 day. No further information available.

Manufacturer narrative:
MDR 3003442380-2024-03149 - device 2 of 3.